Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using a replacement ilet shortly after setup, during the algorithm¿s initial learning phase, with user-reported non-announcement of meals, a weight entered approximately 10 pounds lower than actual, and a higher glucose target selected; the device delivered automated correction insulin after a postprandial glucose of 277 mg/dl, after which glucose fell to 65 mg/dl and was trending back to range by the end of the call. Symptoms included feeling unwell consistent with hypoglycemia. Outcomes included self-treatment with food and recovery without healthcare utilization. Investigation included customer care troubleshooting and education on ilet operation, adaptive algorithm behavior, and the impact of meal announcement and weight entry on insulin delivery. Investigation of this case revealed no device malfunction reported, with contributing factors including user settings, lack of meal announcements, and early algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user behavior and setup parameters likely contributing rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.